Manufacturer narrative:
Siemens filed MDR 1219913-2016-00174 on september 30, 2016 reporting three samples that were reactive on one lot of advia centaur hcv reagents and non-reactive on the other lot. A supplemental report was filed on october 24, 2016 with additional information regarding siemens' investigation. November 16, 2016 - additional information siemens completed the testing of the returned sample. On kit lot 265 an index value of 1.72 was obtained and index of 0.66 on lot 266 and 0.77 on lot 268. Although there is a discrepancy between kit lots it does appear to be non-specific in nature. Although negative on lots 266 and 268, there is still some reactivity or back ground noise being detected as negatives typically report out as <0.2. The overall conclusion is there is some non-specific interference in the patient sample as the expected result from this sample was negative. No further action required.

Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur (B)(6) result compared to a (B)(6) result on an alternate reagent advia centaur (B)(4) reagent lot is unknown. The customer's advia centaur (B)(6) quality control results on both reagent lots were acceptable at the time of the event. Siemens service went on site and performed a total service call. Aspirate probe 3 was replaced and lubricating filter pads inside sample diluter were replaced. Service also performed a precision study pre and post service with sample (B)(4). Pre-service: n= 10 reagent lot 265, results ranged from 1.06 - 1.62 index, %cv = 11%. Post-service: n = 10 reagent lot 265, results ranged from 1.17 to 1.38 index, %cv = 6.0%. N = 10 reagent lot 266, results ranged from 0.59 - 0.63 index. Scantibody testing performed - no conclusive results. Siemens has requested the patient sample for investigation. Customer reported on (B)(6) 2016 that the system is showing intermittent erratic (B)(4) results. Siemens continues to investigate. The limitations section of the instructions for use states : "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus. The calculated values for hepatitis c in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer."

Event description:
Customer performed a correlation between reagent lots of advia centaur (B)(6) and observed three results that were (B)(6) on one lot and (B)(6) on the other. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur (B)(6) results.

Manufacturer narrative:
Siemens filed MDR 1219913-2016-00174 on september 30, 2016 reporting three samples that were (B)(6) on one lot of advia centaur hcv reagents and (B)(6) on the other lot. October 24, 2016 - additional information: siemens service went on site and performed background and pmt testing. Pmt tests were okay but dry backgrounds were too low. Siemens performed acid and base decontamination and replaced the acid and pumps and the probes and values. Dry backgrounds were good. Siemens received a sample from the customer and is in the process of testing it.